Manufacturer narrative:
Patient information was not provided for reporting. Additional device product code: hrs. Device malfunctioned intraoperative. Device was not implanted/explanted. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported on (B)(6) 2018, patient underwent surgery for both tibia diaphysis fracture and tibial plateau fracture. During the surgery, after an unknown etn (external tibial nail) was inserted, the surgeon tried to insert the cortex screw to fix an unknown 1/3 tubular plate. The screw broken off at the root of the threads. Reportedly, fragments were removed smoothly once the plate had been removed. The rest of the surgery was completed without any further problem with ten (10) minutes delay. There was no adverse consequence to the patient. The surgeon commented that the screw had made a slight contact with the nail during its insertion. Another possible cause may be attributable to the excessive screw tightening. Concomitant devices reported: external tibial nail (part# unknown, lot# unknown, quantity 1), 1/3 tubular plate (part# unknown, lot# unknown, quantity 1). This report is for one (1) 3.5mm ti cortex screw 40mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 404.040s, lot 9227991: manufacturing location: (B)(4). Release to warehouse date: november 03, 2014. Expiry date: october 01, 2024. No non-conformance reports were generated during production. Review of the device history record (DHR) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: reviewing DHR shows that the affected lot was released after complete final inspection with no detected issues regarding manufacturing procedure. This device was released in faultless condition. The screw is broken at the neck point. It has traces of use on its surface and along of the thread part of the shaft. This screw was manufactured from blanks. Besides, it was laser marked during the manufacturing process. All dimensions of the screw received which are relevant for the complaint condition were measured and have fulfilled their specifications. The results showed that the screw was manufactured within the predefined specifications. Therefore, this screw was manufactured according to its quality standards and a manufacturing issue can be excluded. The raw material certificate was checked and it was found that all used raw material fulfilled the specifications. Based on the investigation results, this complaint is rated as confirmed since the screw is broken as claimed by the customer. However, this complaint is rated as not valid from the manufacturing point of view since no deviations were found in the documentation as well as during this investigation all relevant measurements performed are according to the specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.